Event description:
It was reported that while using the bd eclipse¿ needle 23 g x 1 in. Single use sterile the safety mechanism detached. The following information was provided by the initial reporter: the reporter noted that safety needle caps will break off when locking the cap almost daily. This could cause an employee or patient stick.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h10.

Event description:
It was reported that while using the bd eclipse¿ needle 23 g x 1 in. Single use sterile the safety mechanism detached. The following information was provided by the initial reporter: the reporter noted that safety needle caps will break off when locking the cap almost daily. This could cause an employee or patient stick.